Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that high pacing lead impedance and high capture threshold were observed. Lead fracture is suspected. Lead was explanted and replaced.